Event description:
It is reported that the device was implanted on 4/14/1993. Pt developed severe groin and buttock pain and persistent sciatic nerve pain. Bone scan showed slight increased uptake at tip and shoulder of stem. The device was revised in 2001.